Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with bilateral salpingo-oophorectomy.